Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("multiple pain") in a 46 year-old female patient who had essure inserted (lot no. B11720). Additional non-serious events are detailed below. The patient had a medical history of spontaneous abortion, multiple cesarean sections (2000 and 2012), allergy to metals, alpha-1 anti-trypsin deficiency (genetic mutation (alpha-1 antitrypsin) with possible impact on liver, monitored by gastroenterology specialist), parity 4 (born in 2000, 2004, 2011 and 2012) and overweight. The patient had a family history of type 1 diabetes mellitus (father). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, 2614 days after essure insertion, she experienced abdominal pain ("abdominal pain"), diarrhoea ("diarrhea") and colitis ("colon inflammation"). In 2020 she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("hemorrhagic meenstruations"), fatigue ("chronic tiredness"), dyspepsia ("digestive disorders"), memory impairment ("memory disorder"), disturbance in attention ("concentration disorders"), insomnia ("insomnia"), tinnitus ("tinnitus"), dizziness ("dizziness") and allodynia ("mechanical allodynia "). In (B)(6) 2022 she was found to have malignant melanoma ("melanoma (right scapula)"). In 2022 she experienced loss of personal independence in daily activities ("decrease in her job activity since 2022, due to her health problems"). Essure was removed on (B)(6) 2023. An unknown time later she experienced musculoskeletal pain ("muscle and joint pain"). The patient was treated with loperamide and mikicort (budesonide) as well as surgery (hysterectomy with bilateral salpingectomy (remaining ovaries) and requiring 2 surgeries in (B)(6) 2022). At the time of the report, all of the events were resolving. The reporter considered abdominal pain, allodynia, colitis, diarrhoea, disturbance in attention, dizziness, dyspepsia, fatigue, heavy menstrual bleeding, insomnia, loss of personal independence in daily activities, malignant melanoma, memory impairment, musculoskeletal pain, pelvic pain and tinnitus to be related to essure administration. The reporter commented: after this surgery, the patient observed significant improvement of her symptoms, with some remaining digestive disorders, treated from (B)(6) 2020 to (B)(6) 2021 according to the patient¿s physicians, there was a possible link between essure and tiredness, muscle and joint pain and gynecological disorders. No malignancy according to the short colonoscopy. Polluting workup: risk exposure level (tantalum), and exposure level to be monitored (thallium, manganese, tin, mercury). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.952 kg/sqm. [Abdominal x-ray] on (B)(6) 2022: correct position of essure [endoscopy upper gastrointestinal tract] on (B)(6) 2020: no anomaly [magnetic resonance imaging pelvic] on (B)(6) 2022: major diffuse adenomyosis and a mucosal polyp (21x7mm) in the fundus [ultrasound pelvis] on (B)(6) 2022: interstitial fibromyoma polyp in the endometrium [x-ray] on (B)(6) 2021: no anomaly lot number: b11720 manufacture date: 2013-03 expiration date: 2016-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-sep-2023: upon follow up it was identified that this case is duplicate of (B)(4) , therefore this case needs to be deleted from argus database. All source documents , references , events, 7 relevant information has been transferred to retention case. 08-sep-2023: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("multiple pain") in a 46 year-old female patient who had essure inserted (lot no. B11720). Additional non-serious events are detailed below. The patient had a medical history of spontaneous abortion, multiple cesarean sections (2000 and 2012), allergy to metals, alpha-1 anti-trypsin deficiency (genetic mutation (alpha-1 antitrypsin) with possible impact on liver, monitored by gastroenterology specialist), parity 4 (born in 2000, 2004, 2011 and 2012) and overweight. The patient had a family history of type 1 diabetes mellitus (father). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, 2614 days after essure insertion, she experienced abdominal pain ("abdominal pain"), diarrhoea ("diarrhea") and colitis ("colon inflammation"). In 2020 she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("hemorrhagic menstruations"), fatigue ("chronic tiredness"), dyspepsia ("digestive disorders"), memory impairment ("memory disorder"), disturbance in attention ("concentration disorders"), insomnia ("insomnia"), tinnitus ("tinnitus"), dizziness ("dizziness") and allodynia ("mechanical allodynia "). In (B)(6) 2022 she was found to have malignant melanoma ("melanoma (right scapula)"). In 2022 she experienced loss of personal independence in daily activities ("decrease in her job activity since 2022, due to her health problems"). Essure was removed on (B)(6) 2023. An unknown time later she experienced musculoskeletal pain ("muscle and joint pain"). The patient was treated with loperamide and mikicort (budesonide) as well as surgery (hysterectomy with bilateral salpingectomy (remaining ovaries) and requiring 2 surgeries in (B)(6) 2022). At the time of the report, all of the events were resolving. The reporter considered abdominal pain, allodynia, colitis, diarrhoea, disturbance in attention, dizziness, dyspepsia, fatigue, heavy menstrual bleeding, insomnia, loss of personal independence in daily activities, malignant melanoma, memory impairment, musculoskeletal pain, pelvic pain and tinnitus to be related to essure administration. The reporter commented: after this surgery, the patient observed significant improvement of her symptoms, with some remaining digestive disorders, treated from (B)(6) 2020 to (B)(6) 2021. According to the patient¿s physicians, there was a possible link between essure and tiredness, muscle and joint pain and gynecological disorders. No malignancy according to the short colonoscopy. Polluting workup: risk exposure level (tantalum), and exposure level to be monitored (thallium, manganese, tin, mercury). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.952 kg/sqm. [Abdominal x-ray] on (B)(6) 2022: correct position of essure. [Endoscopy upper gastrointestinal tract] on (B)(6) 2020: no anomaly. [Magnetic resonance imaging pelvic] on (B)(6) 2022: major diffuse adenomyosis and a mucosal polyp (21x7mm) in the fundus. [Ultrasound pelvis] on (B)(6) 2022: interstitial fibromyoma. Polyp in the endometrium. [X-ray] on (B)(6) 2021: no anomaly. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.